Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, tears on the pink rubber were found with an exposed core. The body was missing a ke45 on the forceps cover. The ultrasound image contained four full consecutive broken elements. The control body had a leaking jet tube. The bar code on the back cover was dry. The light guide was buckled. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the rubber on the distal tip was peeling off on a gastrovideoscope. The issue was found during reprocessing of the device. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon(missing ke45 on the forceps cover and tears on the pink rubber) likely occurred due to external force exerted by hitting, rubbing, or scratching. Based on a review of the instructions for use, verbiage confirms the phenomenon could be prevented: "warning - do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall inside the patient".